Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of 2000 ohms and high pacing thresholds of 7-8v during the implant procedure. The lead was removed and a different model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was not expected to be returned.